Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had buttons that were not working. The customer stated that she went to bolus for food when the issue occurred. The customer's blood glucose was 137 mg/dl. The customer replaced the battery in the insulin pump and then received a failed battery test alarm. Troubleshooting was done. The customer stated that she did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery alarms or audio anomalies could be verified due to the keypad anomaly. No frozen display was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches and cracks on the display window.